Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
Reported via journal article. It was reported that thrombosis and device leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a massive device related thrombus present and a small leak around the closure device. The patient was given anticoagulation medication and the thrombus resolved with no further complications to the patient. Despite no further complications, the patient requested additional treatment. The patient underwent open heart surgery where the closure device was removed and the laa was closed with a non-boston scientific clip. No other patient complications have been reported to have occurred.